Manufacturer narrative:
There are no previous complaints on the device related to the issue. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the flow rate offset % and the ground resistance test had failed. The pump needed to be calibrated and the power filter component changed. The pump calibration and replacement of the component confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 09/18/2024, zyno medical received a report that during the preventive maintenance (pm), that the flow rate was offset % -2 and 5 (missing hex) 3 and that the pump had failed the test for ground resistance it was too high. No report of patient involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).